Manufacturer narrative:
Approximate age of device ¿ 7 months, 3 weeks. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had complaints of intermittent "shocks" that make him jump which only happen at night when using the mobile power unit and last occurred on (B)(6) 2019. The patient also reports a "hot sensation" on the right side of his abdomen. Log file history does not show any pump stops or any voltage issues but log files have many pi events that erase earlier history. There was reported to be no visual damage to controller, power leads, or driveline. The patient admits to working out and doing a fair amount of sit-ups. ICD interrogation of multiple occasions shows no ICD discharges. Log file analysis showed 119 pi events that occurred from (B)(6) 2019. It was also reported that the shocks this patient is receiving could be esd events but the event log file does not go back that far. Additional information received (B)(6) 2019 stated that a cause for the "¿shocks¿ and ¿hot sensation¿ has not been found and will continue to be investigated. The events have not reoccurred since being reported by the patient on (B)(6) 2019. It was reported that pi events are thought to be multifactorial based on patient fluid status and hypertension. The patient's blood pressure medications have been titrated upwards.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported shocks and hot sensation could not be confirmed through this evaluation. Analysis of the submitted log files appeared to capture the pump operating as intended and a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 02may2019 at 17:42 through 03may2019 at 09:52. Frequent pi events were captured throughout the file. Calculated average flow was captured at 2.4 lpm briefly on 03may2019 at 05:25:23; however, this did not result in an audible alarm. Calculated average flow ranged from 2.4-4.4 lpm and motor power ranged from 3.691-4.339 mw for the duration of the file. Lvad temperature and controller temperature remained relatively stable throughout the file. No atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic log file contains data from 07feb2019 at 04:33 through 03may2019 at 04:18. Calculated average flow ranged from 2.8-4.6 lpm and motor power ranged from 3.637-4.406 mw for the duration of the file. No abnormal trends in pump parameters were observed. The lvad log files were also reviewed and no atypical events were captured. Rotor noise and rotor displacement remained relatively stable over time. The pump appeared to be operating as intended. It should be noted that additional shocks were reported on 28may2019 (reported under MFR #2916596-2019-03013) and 06jun2019 (reported under MFR #2916596-2019-02838). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The hm3 lvas IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed set point. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.